Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of stimulation whenever pacing from right ventricular (rv). When testing the right ventricular (rv) lead, any pacing, either tip to ring or tip to coil produces stimulation to diaphragm. Additionally, there were high rv thresholds, dislodgement, and no capture. The clinician discussed programming options to avoid diaphragmatic stimulation from rv lead. Seven days later the rv lead was explanted and replaced. Additionally, at the time of the rv lead revision the device had a telemetry problem. It was found that wireless telemetry was not turned on in the device. The device was explanted and replaced at the time of the rv lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device indicated wireless telemetry not operational. The returned device indicated electrical discontinuity/open in an integrated circuit. Offsite analysis confirmed the reported tel-c failure condition. Additional analysis found that the failure was isolated to the u302 rfm. I-v sweeps were performed with the rfm identifying pin a12_pi4 to be highly resistive. This failure signature is consistent with the cause being the consumption of the ni/v ubm in the rfm solder bump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.